Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. The patient¿s mother stated that an allergic reaction occurred on (B)(6) 2017, when the patient started to experience itching. The sensor was removed that day due to itching and liquid coming from under the sensor. Red dot clusters were on the patient¿s skin underneath the adhesive. The affected area was cleaned with alcohol wipes and a fluticasone propionate ointment was applied to counteract the skin irritation. The ointment was previously prescribed in (B)(6) for patient¿s known skin reaction to adhesives, including dexcom sensor adhesive. At the time of contact, it was indicated that the skin irritation was getting better after applying the ointment. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.